Event description:
Plunger on syringe unexpected decoupled from syringe while being used to aspirate synovial fluid from joint. Very experienced md was holding pressure on the plunger when plunger unexpectedly decoupled. Noted that syringes feel to be of very poor quality with inconsistent pressure from plunger.